Manufacturer narrative:
(B)(4): in response to medtronic¿s request for device return, the device was returned to medtronic¿s international location and is currently in transit to the us manufacturing site for evaluation purposes. The device was returned, evaluation is anticipated but not yet begun. Method: no testing methods performed. (B)(4).

Manufacturer narrative:
In response to medtronic¿s request for device return, the device was received by medtronic¿s us manufacturing site for evaluation purposes (detailed as follows): the device was received in a bio-hazard bag without the original product box/pouch or label¿a non-medtronic label identified the product as (B)(4)- nim emg endotracheal tube 6.0mm ID from lot# 0206233120. The condition of the device showed customer use based on presence of bio-residue on the tube. The electrode wires were found intact to the emg tube and appeared to be free of damage. The tube lumen was not blocked from any location and there were also no kinks observed on the tube. The cuff was inflated using a syringe with a minimum of 20cc of air and submerged in clean deionized water to verify that while submerged, air bubbles do not leak from any area of the cuff. No bubbles were observed and the inflation valve was also submerged with still no bubbles observed. The cuff held and maintained air in cuff without any issues and did not leak from any location, therefore the customers complaint was unconfirmed¿no fault was found on the returned sample.

Event description:
It was reported that a 6mm reinforced nim emg endotracheal tube was found not ventilating the lungs of a (B)(6) in age. The doctor¿s attempts to ventilate the patient were unsuccessful and the patient was re-intubated with a 2nd tube as a result. The 2nd tube used to re-intubate the patient was a standard emg tube¿as the doctor opted to continue the procedure without intraoperative nerve monitoring. Furthermore, the procedure was completed successfully and there was no patient impact or injury reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.